Manufacturer narrative:
(B)(6). The evaluation revealed: water tightness is lost due to deformation of suction-connector. Distal end has a burn. Adhesive on bending section cover has a crack and wear. Bending angle in up direction does not meet the standard value due to wear of angle wire. The image has roughness and shadows due to damage on ccd unit. Light guide-bundle has breakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The device was returned to olympus repair center for low angulation. During incoming inspection it was noted the connecting tube has peeling. This report is being submitted for the malfunction found during evaluation. There was no death or injury reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The presumed cause of the suggested phenomenon was physical stress, chemical stress, storage environment, and so on. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." User can reduce/prevent occurrence of the suggested event in accordance with the following IFU: "·important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy: precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.